Event description:
It was reported that during preparation for a procedure a farawave catheter was selected for use. However, the catheter would not connect to the opal hdx system. Multiple attempts were made to connect and reconnect, and the connection was verified, but the issue persisted. The catheter was replaced with a new farawave device, which resolved the issue. The procedure was completed without patient complications. Additionally, visible air in the catheter was also noted. The device will return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.